Event description:
It was reported to nuvectra that the patient, an amputee, experienced issues with his ability to stay balanced following one month post permanent implant. Subsequently, the system was explanted and the patient is doing well.